Event description:
It was reported that this event involved an obese female pt in her (B)(6). The user attempted to pull the stylet out of the catheter after it was placed; however, it wouldn't budge. Two hemostats were used to remove it from the catheter. Removal of the stylet caused the catheter to become unwired under the sheath. The catheter remained in place, as it still infused and it was a difficult placement. The decision to keep the catheter in place was made by the doctor.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.